Event description:
The customer received questionable ion selective electrode (ise) sodium results and performed a correlation study using 19 patient samples. Of the data provided, only the results for five patient samples were a reportable malfunction. Patient sample 1 initial result was 130 mmol/l and the repeat result from a seimens vista analyzer at another site was 140 mmol/l. Patient sample 2 initial result was 128 mmol/l and the repeat result from a seimens vista analyzer at another site was 136 mmol/l. Patient sample 3 initial result was 126 mmol/l and the repeat result from a seimens vista analyzer at another site was 135 mmol/l. On (B)(6) 2013, patient sample 4 initial result was 133 mmol/l. The repeat result on an I-stat analyzer was 135 mmol/l. On (B)(6) 2013, the repeat result from a seimens vista analyzer at another site was 137 mmol/l. The repeat result from the original cobas c501 analyzer was 135 mmol/l and the repeat result from a cobas c501 analyzer at another site was 139 mmol/l. On (B)(6) 2013, patient sample 5 (male, with date of birth (B)(6) 1937) initial result was 131 mmol/l. The repeat result on an I-stat analyzer was 133 mmol/l. On (B)(6) 2013, the repeat result from a seimens vista analyzer at another site was 140 mmol/l. The repeat result from the original cobas c501 analyzer was 130 mmol/l and the repeat result from a cobas c501 analyzer at another site was 132 mmol/l. All of the erroneous results were reported outside the laboratory. There was no adverse event. The sodium electrode lot number and expiration date were requested, but were not provided. The field service representative found the sipper tubing and pinch valve tubing was slightly worn. He replaced the sipper tubing and pinch valve tubing. The customer recalibrated the ise and ran qc. The customer completed precision run on electrolytes with acceptable precision. All results were within acceptable range.

Manufacturer narrative:
The investigation could not determine a specific root cause. The provided calibration and qc data were within specification and the reproducibility between the cobas c501 systems was good. Also, the customer's results correlated well with the abbott I-stat system.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.